Event description:
It was reported that the patient is experiencing a malfunction inflatable penile prosthesis (ipp) device. The patient has had a past replacement and now needs another revision. A patient outcome was not reported.